Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that system stopped downloads, device was not communicating. A technical support specialist (tss) site reported all stations in critical override; found server stuck with messages not processing, applied knowledge article, and confirmed with the customer that communication was reestablished. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device was not communicating and had stopped downloading. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.